Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. Visual examination of the ligator head found all bands present; some of the bands were moved out of their position and caught under other bands. The ligator head teeth were bent and the suture was broken. The crimp was present on trip wire. It was noted that the trip wire was partially rolled in the handle and was secured in the handle assembly slot. The velcro strap was without issues and the trip wire was bent in several locations. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the device, it is most likely that the trip wire was bent and the ligator head teeth were damaged due to manipulation/handling of the device. Once the ligator head teeth are damaged, the suture can be detached from its position in the ligator head and this condition can impact the bands deployment; moving bands without being deployed. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a loop ligature procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a loop ligature procedure performed on (B)(6) 2016.   According to the complainant, during the procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.